Event description:
Customer reported an accutorr plus monitor had no spo2 function which may have resulted in a loss of spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
Service representatives replaced the spo2 interface board and power supply. They performed diagnostic tests and calibrated to factory specs.